Manufacturer narrative:
On 12/20/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device was contained no fluid. Brown and white material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered several creases on both views of the product. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline breast implant, catalog # 3501685, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced deflation on the left breast implant. The deflation was confirmed by visual examination. As a result, the patient underwent removal and replacement with a mentor gel implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 550cc gel implants, catalog # 3505501bc, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).